Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported by the customer that 3 of the bd micro-fine¿+ demi insulin syringes were hard to work. The following information was provided by the initial reporter, translated from swedish to english: the syringes were hard to work.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the customer that 3 of the bd micro-fine¿+ demi insulin syringes were hard to work. The following information was provided by the initial reporter, translated from swedish to english: the syringes were hard to work.